Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning of the executed trajectories. L5 right was planned with a medial skiving potential. In addition, it looks like the right facet is either cracked/broken or degenerated ¿ which leaves a gap big enough to snap and slide medially with any pressure on the facet. No confirmation images were provided. As no other evidence was provided, there is no confirmation for the reported deviation. The log files show no indication of excessive force applied on the surgical arm. However, as l5 right was the final trajectory to be performed, the analysis cannot rule out a platform shift. Moreover, as there was no confirmation of whether this was an open or percutaneous case, soft tissue pressure cannot be ruled out as a contributor to the deviation. Right l5 trajectory was planned far from midline (~45 mm) as the patient spine was in rotation. Analysis concluded the root cause of the deviation of the l5 right trajectory is medial skiving of the tools on l5 right due to existing skiving potential in planning and a broken or degenerated facet. A soft tissue pressure and a platform shift cannot be ruled out as contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l4-s1 case. The screws were placed accurately on the left side of the patient. On the right side, there was a suspected medial skive at l5. When the surgeon was tapping at l5, the tap was placed medial and deviated 10 mm medially from plan. The tap was inserted into the canal and there was noticeable cerebrospinal fluid (csf) coming from from the trajectory. The surgeon repaired the csf leak after removing aborting the use of the guidance system and removing it from the table. There was no patient harm and the procedure was delayed less than an hour.